Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syringe module was affected by syringe sizer recall and also had error code 354.6770 and defective clamp. There was no reported patient involvement.

Event description:
It was reported that an 8110 syringe module was affected by syringe sizer recall and also had error code 354.6770 and defective clamp. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.